Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log file was submitted for patient due to concerns for low voltage alarms when two bars of battery power were shown. Log file revealed several unusual power cable disconnect events. Troubleshooting revealed the alarms was not associated with the backup battery. The patient had a red heart alarm when three bars were present on each battery. The patient's driveline had some twisting and was rescue taped. They were already on the ungrounded cable. Log file review had abnormal low voltage readings while connected to the power module and battery power. The system controller was exchanged on (B)(6) 2022, and no alarms reported since the exchange. Log file review of the new controller indicated that the driveline was connected and only had seven events in the log history with no adverse events. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were incidental findings during investigation of fluid ingress covering the protective layers and shielding of the black power cable and white power cable . Fluid ingress on the insulation of the black power cable and the white power cable inner wires. The reported event of atypical low voltage advisory/hazard and power cable disconnect alarms was confirmed via analysis of the submitted log file; however, the alarms were not reproduced during testing of the returned heartmate ii system controller (serial number: pcx- 15525). The submitted log files and the log file downloaded from the returned controller contained approximately 26 days of data combined (27jan2022 ¿ 09feb2022 and 15feb2022 ¿ 28feb2022 per the timestamp). Atypical power cable disconnect alarms activated due to power cable faults activating; the alarms were observed on both power cables and resolved shortly after activating each time. Low voltage advisory/hazard alarms that were not associated with regular battery depletion were observed throughout the log file due to the relative state of charge (rsoc) and bus voltage fluctuating below the low voltage thresholds while connected to 14v batteries; the atypical alarms were observed on both power cables. The lowest bus voltage observed while connected to 14v batteries is 12.7 v. The driveline was disconnected on 28feb2022 at 13:30:32 to exchange the system controller. The observed voltage drops did not prevent the pump from operating above the low speed limit. The returned controller operated a mock circulatory loop at the set speed without any issues or atypical alarms produced, including when the power cables were manipulated by hand. The reported alarms were not reproduced during evaluation of the returned controller. Raised resistances were observed on the underlying wires of both power cables; this is indicative of conductor breakdown on both power cables. An increased voltage was also observed on the motor power line during testing due to raised resistances observed on the wires of the black power cable. The wires in each power cable were individually tested for unintended shorts/current leakage and no issues were observed. The root cause of the reported event could not be conclusively determined through this analysis; however, the increased resistances observed on the underlying wires of the power cables could have contributed to the reported alarms. The heartmate ii system controller was shipped to the customer on 22feb2018, the product life of a system controller is a minimum of 3 years from the date of first use. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, power cable disconnect and low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) (rev. C) section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate ii patient handbook (rev. C) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller and the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage or debris. Heartmate ii instructions for use (IFU) (rev. C) section 2 ¿system operations¿ and heartmate ii patient handbook (rev. C) section 2 "how your heart pump works" informs the user to keep the system controller power cables and connectors dry and away from water or liquid as it may cause the system to fail or serious electric shock. Heartmate ii instructions for use (IFU) (rev. C) section 6 ¿patient care and management¿ and heartmate ii patient handbook (rev. C) section 1 "introduction" state that the ¿heartmate ii system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section 7 of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The heartmate ii system controller was shipped to the customer on 22feb2018. No further information was provided. The manufacturer is closing the file on this event.